Event description:
During index procedure the patient had two endeavor sprint rapid exchange (rx) drug-eluting stents successfully deployed to the mid rca and one endeavor sprint rapid exchange (rx) drug-eluting stent successfully deployed to the distal rca. Approximately 10 months and 2 weeks post index procedure patient underwent revascularization at mid and distal rca with poba to treat restenosis. Investigator indicated that the event was related to the study device and there was no relationship with the study drug or procedure. Approximately 43 months post index procedure patient death occurred. Death was a sudden cardiac death. Cause of death cardiac failure. Investigator indicated that it is unknown if the reported event was related to the study device.

Manufacturer narrative:
Patient death was due to heart failure. Investigator indicated that the reported heart failure was not related to the study device. (B)(4).

Manufacturer narrative:
Results and conclusions: (death). (B)(4).